Event description:
It was reported that 2 screws pulled out of vertebral body and interbody cage migrated from original position. Patient required revision surgery.

Event description:
It was reported that 2 screws pulled out of vertebral body and interbody cage migrated from original position. Patient required revision surgery.

Manufacturer narrative:
Method: device history review, complaint history review, risk assessment; result: the customer reported event was confirmed via correspondence. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: the root cause of the reported event is due to the supplemental fixation system (screws) pulling out.